Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, with the aci sales professional present, used the device to close the access site. It was reported that the physician shuttled down and felt the hard stop. Both the physician and the aci sales professional reported hearing an audible click. Reportedly, when the physician retracted the sheath to expose the advancer tube, the advancer tube was not present. The device was removed and the physician converted the patient to 10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1101102) indicated that the mynx device met all established performance criteria prior to shipment.